Event description:
Patient called alleging that their meter reads error 5. The patient knows how use the meter. The patient did not experience any symptoms at the time of testing. The technique of applying blood is done properly. Patient did not seek medical attention or call md. Patient took oral meds following the use of the meter. Pt gets the error 5 message each day and then finally after using several strips, pt gets a reading. Customer service was unable to resolve the issue and sent patient a new meter.